Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: data not available. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian (lg) reported that the patient developed significant skin irritation at pod application sites over the past three to four weeks. Because of this reaction, the patient stopped using pod therapy during that period. Lg explained that the irritation began during the summer and described the affected skin as red, swollen, painful, and appearing ¿angry.¿ lg stated that the patient was treated with qv intensive cream, a product prescribed to lg and not specifically to the patient, as lg previously experienced a similar skin condition. For the past three to four weeks, lg applied this cream to the patient. During a routine home visit on (B)(6) 2026, the diabetes team assessed the patient¿s skin and advised that the cream could continue to be used. The team also indicated that the patient may resume pod therapy once able.

Manufacturer narrative:
B5 and h6 was updated. Insulet¿s analysis of the available information deems that the reporting requirements were not met.

Event description:
The legal guardian (lg) reported that the patient developed significant skin irritation at pod application sites over the past three to four weeks. Because of this reaction, the patient stopped using pod therapy during that period. Lg explained that the irritation began during the summer and described the affected skin as red, swollen, painful, and appearing ¿angry.¿ lg stated that the patient was treated with qv intensive cream, a product prescribed to lg and not specifically to the patient, as lg previously experienced a similar skin condition. For the past three to four weeks, lg applied this cream to the patient. During a routine home visit on (B)(6), 2026, the diabetes team assessed the patient¿s skin and advised that the cream could continue to be used. The team also indicated that the patient may resume pod therapy once able. Based on additional information obtained on 25 march 2026, the event has been reassessed and determined not to meet the criteria for reportability. There was no confirmed diagnosis, the treatment was not a prescribed to the patient, and no clinically significant adverse event was identified during the evaluation. As such, the information does not fulfil the criteria for classification as a reportable medical device event.